Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient fell on (B)(6) 2024 and broke his left hip.he had to have a left hip replacement surgery. The next day the x-ray showed he had the device implanted. The device hasn't worked since then. He can turn the stimulation up and feel painful, he feels nothing. He went through all nine programs. The doctor said all they did was put the device in. He said, the doctor said to call the manufacturer to get in touch with a representative. Sent an email to the field reps. Patient called back reiterating similar events. Patient stated that they were given a number that was an inactive line. Patient was frustrated and wanted to get into contact with their reps as directed by their hcp. Agent sent an email to reps. The rep reported they could be giving the patient a call on 2024-06-03.

Event description:
Additional information was received from the patient. Patient called back and states being able to meet with a rep for programming and the therapy is working now. Patient was not sure who the rep was or the date they met. Caller states they have an appointment with the rep on aug 19th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.